Event description:
In 2008, the patient's wife reported the pt was experiencing elevated blood glucose readings of up to 345 mg/dl. Symptoms are thirst and irritation. She stated the pt is new to insulin pump therapy and has been traveling the last 2-3 days and has not checked his blood glucose levels often. She stated, he received an occlusion alarm on his insulin infusion device. To troubleshoot, the pt was instructed to bolus through the infusion set tubing which he did without error. The pt then removed his infusion headset and discovered the cannula was bent. The patient's wife stated the infusion headset has been in use since two days prior to original date. The pt was sent a complimentary insertion device. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.